Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported the adc freestyle libre sensor provided higher readings when compared to a competitor brand meter. Customer reported receiving two "hi" messages (reading greater than 500 mg/dl) compared to readings of 115 mg/dl and 52 mg/dl obtained on a competitor brand meter. Customer reported that on (B)(6) 2019 she experienced symptoms of sweating, dizziness, tremors, and blurred vision and that her husband gave her soda as treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided higher readings when compared to a competitor brand meter. Customer reported receiving two "hi" messages (reading greater than 500 mg/dl) compared to readings of 115 mg/dl and 52 mg/dl obtained on a competitor brand meter. Customer reported that on (B)(6) 2019 she experienced symptoms of sweating, dizziness, tremors, and blurred vision, and that her husband gave her soda as treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.